Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information: spoke with risk management at the facility regarding the information on the user facility medwatch. No esu was used. There was a mis-understanding what equipment was being used. Risk management advised that she will contact the FDA to have this sentence removed. Verified that piece that broke was blade tip. Clamp arm and tissue pad are on the device.

Event description:
It was reported that during a laparoscopic removal of a splenic cyst procedure, the tip of the device over heated and the tip looks charred. Approximately 6mm of the metal tip broke off and fell into the patient. An x-ray was not done to locate the tip. The tip was not retrieved. The staff nor the patient received a burn. Another device was used to complete the procedure. No adverse consequences reported the patient is fine and has been discharged.